Event description:
Information received with return of the explanted device notes that in january 1997, thresholds increased and the sensing was not good. The patient complained about "indisposition". On july 1, 1997, the patient experienced complete exit block. X-ray showed the lead dislodged. After explanting the lead, "there were no helix?"